Manufacturer narrative:
We checked the returned unit and confirmed that the cmos-m with drive pcb blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the mechanical base plate fluid damage, the cmos-m with drive pcb fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the insertion flexible tube (ift) buckled, the control body corroded, the mecha base plate corroded, the lg cable connector corroded, the operation channel leak, the operation channel resistance, and the light emitting diode (led) blackout; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure (blackout).